Manufacturer narrative:
No product returned for eval. Should new info become available, a follow up supplemental report will be submitted.

Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 5) with multiple cartridges during the load process. Reportedly, the customer's blood glucose level was 400 mg/dl. The customer reverted to manual injections and blood glucose level stabilized. Customer was able to load a new cartridge successfully.